Manufacturer narrative:
The device was returned to resmed and an evaluation was performed. The evaluation confirmed the customer complaint and determined it was caused by physical abuse. The main pcb was replaced to address this issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
Resmed received information alleging that an astral device failed to recognize an ac power supply when plugged in. The device was not in use when the alleged fault occurred; therefore, there was no patient involvement.